Manufacturer narrative:
The device was evaluated by a field svc rep. This report will be updated when the eval is returned to the MFR for review.

Event description:
It was reported that the during a procedure collected fluid sprayed across the room when the manifold came off of the rover. They pulled in another rover to complete the procedure. The customer did not know any further info about the failure except that there was a 20-30 minute delay in the procedure. There were no adverse consequences related to this event.